Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2012, product analysis was completed on a vns patient's generator that was explanted due to eos. It was confirmed that the generator was at the end of service with a battery voltage of 1.68volts. The generator was unable to communicate due to eos. Pulsing currents on the current automated post burn-in test were over the limit; analysis determined that a leaky c6 component was the root cause. After c6 was substituted, the device performed according to functional specifications. The out-of-specification c6 component could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event.